Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient fell directly on their backside of buttocks on concrete and since then the stimulator was not working, they had a sudden change in therapy and symptoms. The patient was not feeling stimulation and had a return of bladder and bowel symptoms: ¿back to old problems with stool and urine.¿ the patient reported that when they physically touched the ins through the skin it felt bumpy and not smooth like it did before. The patient stated they felt like they broke the ins somehow during the fall. The patient was trying to adjust the stimulation but couldn't adjust the settings. The patient had tried changing out the batteries in the programmer, but that did not help. Further troubleshooting with patient services included: the patient synched the programmer with the ins and saw the normal therapy screen, but there was no lightning bolt. Patient services (ps) clarified this meant the ins had been shut off, which may explain the return of symptoms. Patient was able to turn therapy back on and felt stimulation again. Ps recommended the patient have the ins evaluated by their doctor due to the fall. No further complications were reported or are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.